Manufacturer narrative:
H3: one device was received for evaluation. There was no previous service of the device was noted in the last 12 months. The reported problem was confirmed through the review of the event history log. The motor assembly, clutch, and plunger cable were replaced to fix the problem. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the device exhibited a motor rate error. There was no patient involvement.